Event description:
The customer reported via phone call that, when filling the tubing during priming, the insulin pump neeed various amounts such as 1.5 units, 3.5 units or 5 units of insulin. The customer's blood glucose was unknown. The customer was advised that the insulin pump would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no prime fill anomaly noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion and prime/a33 tests. The insulin pump has cracked battery tube thread, cracked reservoir tube lip, minor scratches on the display window and stained end cap sticker noted.